Event description:
It was reported that the pt with cervical dystonia underwent surgery for occipitocervical fusion with rigid internal fixation. Eleven months post-op, one of the ccj plates broke. The pt underwent a revision surgery to remove the broken plate. Removal of the implant did not have a deleterious effect.

Manufacturer narrative:
(B) (4). Literature article citation: nockels et al. Occipitocervical fusion with rigid internal fixation: long-term follow-up data in 69 pts. J neurosurg spine. 2007; 7: 117-123. Device history records could not be reviewed without additional info.